Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to bipap device's sound abatement foam. There was no report of patient harm or injury. Additional information was received and b5 should be reported as: the manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing headaches, dizziness and difficulty breathing. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 has been updated to reflect the earlier bad section h6 was updated with the appropriate health effect - clinical codes and with the corrected type of investigation, investigation findings and investigation conclusions to reflect that the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to experiencing headaches, dizziness and difficulty breathing.there was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).